Manufacturer narrative:
Updated data: b5 - event description, d4 - expiration date, lot# and UDI#, h4 - device manufacture date, h6 - method code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter access vessel was 7.3 millimeter (mm). Following the valve procedure, the access site hemorrhage was observed. Per the physician, the cause of the hemorrhage was due to the method of insertion as the delivery catheter system (dcs) was forcibly inserted. The units of blood transfused was unknown. Of note, the patient did not have any anatomical features that contributed to the event.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had access site hemorrhage. There was difficulty in hemostasis at the puncture site. Hemostasis was stopped under direct vision with cutdown, followed by blood transfusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.